Event description:
The aluminum casting supporting the service pendant fractured and separated, allowing the pendant to fall from the ceiling. There were no injuries due to the event. The casting is being sent to an outside service for eval and testing.